Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display was broken due to a mechanical impact. The broken display could lead to misinterpretation of insulin amounts. As the problem mentioned by the customer is related to mishandling of the product, no corrective or preventive actions will be initiated.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the display on the infusion device is damaged. Pt stated the insulin values in the device can be misinterpreted. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.